Event description:
It was reported that the implantable neurostimulator was replaced because of lead migrations. It was also stated that the leads had been revised two times. The dates of the two lead revisions were not reported. Additional information was requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).